Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rewg1464 showed no other similar product complaint(s) from this lot number.

Event description:
Therapy/med surg manager stated that they used two trays with lot # reya2126 and within two days both patients had blood lots in their arms. On (B)(6) 2014 - "pt had his PICC placed (B)(6) 2014 right basilic without difficulty. On (B)(6) 2014 noted swelling to arm with large amount of bruising-possible dvt. No ultrasound department available on saturday. Md ordered PICC removed (B)(6) 2014 by ivt. (Pt was on lovenox)."